Manufacturer narrative:
The product was not returned for analysis. Partial optic and haptic of intraocular lens (iol) returned loose in the carton along with lens case, peel pouch and p&l's. Solution is dried on the partial iol. No other observations. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced complaints of difficulty adapting to daily life and issues with lens adaptation caused by refractive error. The iol was exchanged for another unspecified lens model within a months following the initial implant procedure. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.